Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that other surgical intervention occurred, specifically a pump pocket revision on (B)(6) 2015 and 300ml of fluid was aspirated. A pump pocket seroma likely secondary to csf leak.

Event description:
Additional information later received reported that on (B)(6) 2015 104 ml of normal looking fluid was aspirated and then another 225ml of normal looking fluid was aspirated on (B)(6) 2015. The fluid was not sent for analysis. On (B)(6) 2015 doxycycline 1 gm and bupivacaine 0.5% were injected into pump pocket. On (B)(6) 2015 the pump was repositioned. The outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that a patient had an abnormal pump pocket seroma. On (B)(6) 2014 175 ml of normal looking fluid as aspirated, and then on (B)(6) 2014 another 146 ml of normal looking fluid was aspirated. The fluid was not sent for analysis. The event was described as mild as it did not interfere in a significant manner with the patient's normal functioning level. The event was reported to be related to the procedure. The pump was used to infuse morphine (unknown) and bupivacaine. No outcome was reported for this event as it was ongoing. Should additional information be received, it will be added to this event. On (B)(6) 2015, additional information received from an healthcare provider (hcp) reported that on (B)(6) 2015, 140 ml of normal looking fluid was aspirated, but was not sent for analysis. On (B)(6) 2015, 100 ml of normal looking fluid was aspirated, but was not sent for analysis. On (B)(6) 2015, 170 ml of normal looking fluid was aspirated, but was not sent for analysis. As of (B)(6) 2015, the event status was confirmed as ongoing and unresolved. Additional information was received from a consumer regarding the (B)(6) female patient receiving 150mcg/ml clonidine at 91.09mcg/day, 30mg/ml bupivacaine at 18.218mg/day, and 10.0mg/ml morphine (unknown) at 6.073mg/day via an infusion pump implanted (B)(6) 2008 for non-malignant pain and lumbar radiculopathy. The consumer stated that there has been fluid in the pocket per a year now since (B)(6) 2014. The healthcare professional (hcp) has the patient wearing spanx to keep the fluid down, and the pocket was injected with an antibiotic in (B)(6) 2015, but these actions have not helped. During a pump refill on (B)(6) 2015 the hcp pulled out 200cc of fluid from the pocket. The consumer noted that during pump refills the hcp has been doing ultrasounds to check the status of the pump and catheter, and reportedly all is well. The consumer reported no falls or trauma. Follow-up not required at this time as all required fields were deemed sufficient. If additional information is received the event will be updated.